Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided by the user: - flushing was not performed for air/water channel at precleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the deviation in user reprocessing method caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The IFU instructs to perform flushing as follows: chapter "reprocessing the endoscope (and related reprocessing accessories" / "precleaning the endoscope and accessories" / "flush the air/water channel with water and air" - "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved aspiration of water through the instrument/suction channel and flushing of the auxiliary channel with water. No detergent was used for pre-cleaning. Manual cleaning involved brushing the instrument/suction channels, suction cylinder, instrument channel port, balloon channel, and distal end. Salvanios was used as the detergent for manual cleaning. Albyn medical (ref (B)(4) 180 cm) brushes were used for manual cleaning. Manual disinfection was not done. The automatic endoscope reprocessor used was soluscope series 4. Soluscope cln was used as the detergent and soluscope paa was used as the disinfectant. The scopes were placed horizontally in a plasma typhoon to dry. Olympus was not used for maintenance and repair. The scope was not sterilized. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional microbial testing. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide results of device evaluation. During device evaluation at olympus, it was found the distal end scope cover was scratched, the bending section cover glue was separated, the mouthpiece was damaged, angulation was reduced, and the biopsy channel was incised and cut. This event is under investigation. A supplemental report will be submitted upon receiving additional information.